Event description:
It was reported that the patient called in due to difficulty attaching a connector during a supply change. A connector from a different box of supplies functioned correctly; however, this occurred after the patient attempted an additional rewind because they believed the pump had not fully rewound during the initial attempt. The lot number associated with the first box of supplies was 32000, and the patient indicated that other connectors from that box were working properly. No further assistance was required. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.